Manufacturer narrative:
A review of the manufacturing documentation associated with lot #: f2020402 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) was not properly anchored at the vessel wall while it was being pulled back. The device was then pulled out of the patient¿s body. Therefore, hemostasis was achieved by manual compression. There was no reported patient injury. The balloon of the mynxgrip had been prepped as per instructions for use (IFU), and there had been no leakage from the balloon. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) was not properly anchored at the vessel wall while it was being pulled back. The device was then pulled out of the patient¿s body. Therefore, hemostasis was achieved by manual compression. There was no reported patient injury. The balloon of the mynxgrip had been prepped as per instructions for use (IFU), and there had been no leakage from the balloon. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned for the investigation. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open. The sealant was exposed to blood and protruding away from the shuttle tube. The sealant sleeve, which protects the sealant was not returned with the device. The balloon was exposed to blood. The advancer tube remained in the manufacturing position. The procedural sheath was not returned with the device. The syringe was sent separately. Per functional analysis, an inflation/deflation test was performed and the inflation indicator as well as the balloon was able to inflate, maintain pressure, and deflate as intended per mynxgrip instructions for use (IFU). Per dimensional analysis, the outer diameter of the balloon was found to be within specification. Per microscopic analysis, visual inspection under high magnification revealed there was no saline found in the inflated balloon. A product history record (phr) review of lot f2020402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined, however, procedural factors, such as device preparation, may have contributed to the reported event. Based on the information provided and the investigation performed, the event experienced by the customer may have been due to incorrect prep of the balloon as evidenced by no saline noted in the balloon during analysis, which can result in a pull through event. According to the instructions for use (IFU) which is not intended as a mitigation of risk; device preparation and positioning, instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.